Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions occurred. The cartridge and infusion set were replaced multiple times. Blood glucose (bg) was 569 mg/dl and an insulin injection was administered to address bg. As the pump supplies were changed, tandem technical support could not determine a cause of the event.